Event description:
Allegedly while patient was walking at home, he suffered a component breakdown. X-rays showed the neck breakage. Revision surgery with postero lateral approach.

Manufacturer narrative:
The product was returned and photographic images were made of the returned product. The investigation results and conclusions didn't change.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).